Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Updated field b5 with new information obtained. Updated field h6 impact codes: f23 unexpected medical intervention and f2203 imaging required added.

Event description:
It was reported that a patient experienced a stroke. An angiogram was performed, branch vessel disease and moderate mid right coronary artery stenosis were found. Coronary artery bypass grafting, left atrial appendage clip and left anterior descending artery endarterectomy were performed as treatment for the event. The patient was stable after the event and went to a follow up. No further information was obtained.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced a stroke. No further information was provided.